Event description:
It was observed that during the device evaluation the subject device exhibited foreign matter present inside the nozzle and the distal tip cover is burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Regarding the burnt distal tip it is likely the following led to the malfunctions: it is thought that the event was caused by the use of a high-frequency instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.